Event description:
Add'l info was noted via a literature review, which was confirmed to be a technical case report of the same event. Within this published article it was noted that during insertion of an envoy guiding catheter at index procedure and during the staged coiling procedure there was catheter induced vasospasm which was effectively treated with intra-arterial verapamil.

Manufacturer narrative:
The catalog and lot number of the envoy catheters used in the initial procedure and staged procedure are not known; therefore a device history record review cannot be completed. With review of the procedural report, it was noted that after advancements of the envoy catheter, intra-arterial verapamil was infused to relax catheter-induced spasm and to increase the caliber of the artery. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of endothelium, is a commonly recognized occurring event during endovascular procedures. There is no indication that is related to the device design or manufacturing process. This is one of four other products involved with this pt, which is associated with mfg report# 1058196-2008-00194, 9616099-2009-01396 and 1058196-2009-00173.